Event description:
A biomedical technician reported fluid was found on the pump modules and also on the gray circles inside of a cycler. Technical services issued the facility a new cycler and told the biomed to discontinue the use of the cycler. In a follow up with the biomed technician, the technician explained that the fluid was discovered by the biomedical technician some time after the machine had been used for a peritoneal dialysis (pd) treatment. The technician thought the fluid was from a cassette, but was told by another employee the cassette had no fluid on it. The cassette has been discarded. It is unknown when the fluid became visible or from where it originated. The technician is unsure if the fluid was associated with a patient's treatment or not. The technician did check the facility patients who had treatments over the past few days and none of them had reported any harm or interventions. The cycler is available to be returned for an investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician reported fluid was found on the pump modules and also on the gray circles inside of a cycler. Technical services issued the facility a new cycler and told the biomed to discontinue the use of the cycler. In a follow up with the biomed technician, the technician explained that the fluid was discovered by the biomedical technician some time after the machine had been used for a peritoneal dialysis (pd) treatment. The technician thought the fluid was from a cassette, but was told by another employee the cassette had no fluid on it. The cassette has been discarded. It is unknown when the fluid became visible or from where it originated. The technician is unsure if the fluid was associated with a patient's treatment or not. The technician did check the facility patients who had treatments over the past few days and none of them had reported any harm or interventions. The cycler is available to be returned for an investigation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler showed no physical damage. There were visual indications of dried fluid within the cassette compartment on the door and on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Post-accelerated stress test 2hours 15mins simulated treatment was performed and passed. No fluid leak was found in the test cassette. No alarms or other issues occurred during the test. System air leak test passed. Balloon valve actuation test passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed. There were visual indications of dried fluid on the bottom cover under the pump assembly, on the bottom cover behind the front panel, and on the bottom pump gasket. The cause of the observed fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.